Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the flexible shaft and drill tip separated from the proximal portion of the shaft. The weld failed where the flexible shaft joined the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the distal tip of the twist drill flex broke when drilling into the glenoid fossa. The broken piece was removed from the patient. The procedure was completed with a surgical delay of 40 minutes, and it is unknown how the procedure was completed. No further complications were reported.